Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. The rebooting was preceded by a "replace battery" alarm. A replace battery alarm was duplicated during testing, and the pump emitted the appropriate audiovisual alerts. There was no damage found to the battery cap or compartment. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no power issues occurring.

Event description:
The patient contacted animas alleging no power to the subject pump. The patient reported that alleged issue began on (B)(6) 2011. At the time of troubleshooting, the patient denied any damage to the battery cap, battery compartment or pump's casing. The patient confirmed the battery cap was secured to the pump and the cap was less than 6 months old. The patient replaced the pump's battery; however, the alleged issue remained unresolved. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.